Manufacturer narrative:
One used cleo site was returned and examined. The fabric was found to have came off from the site. Although it was still sticky to the touch, it was no longer possible to evaluate its adhesive properties. The root cause was unknown.

Event description:
It was reported that the same day the patient inserted a new cleo, she noticed her blood sugars were rising. When her blood glucose level reached 23 mmo/l (converted to 414 mg/dl), she knew that something was not right. When she got home, she decided to change her line in case it was kinked. When she removed the cannula, she discovered the hard plastic component of the cannula was separated from the transparent adhesive dressing on her skin. The patient believed that the hard plastic component of the cannula must have stayed in place for the first few hours after insertion due to the site being on her stomach and under her tight leggings. The patient had used 8 other devices from the same box with no issue. It was reported that there was no hospital admission, no treatment and no permanent impairment of a body function.